Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment and patient death.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) while wearing the lifevest. Device download data revealed that the patient was treated two times during the event. Per the patient's family, the patient had been napping. The family had checked up on her an hour or so before the event and she was responsive. When the asystole alarms were heard, the family ran into the patient's room and found her unresponsive, pulseless, and with "foamy/frothy" bubbles coming from her nose. Paramedics were called and CPR was initiated. During the resuscitation efforts, the device began alarming and the first treatment was delivered. The patient was unable to be resuscitated and was pronounced dead at the scene. At 16:25:48 to 16:41:30, the device detected asystole with intermittent cardiac activity and motion/tactile artifact. The patient remained in asystole with tactile and CPR artifact leading up to the first treatment shock. The patient was treated two times at 16:49:53 and 17:03:01 while in asystole and remained in asystole with CPR and tactile artifact post-shock. CPR/tactile artifact contributed to the false detections. The response buttons were not pressed during the event. The electrode belt was disconnected at 17:03:18. There is no indication that the lifevest treatments during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments. No deficiencies were alleged against the lifevest.